Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 3006705815-2019-02517, 1627487-2019-07661. It was reported that the patient was experiencing seizures. In turn, physician decided to explant the system in (B)(6) 2016 (exact date unknown) due to health concerns.